Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 31-aug-2015 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the patient was not showing admitted. A technical support specialist determined that the patient was not receiving the appropriate admit or register message. The tss advised on the message types required by pyxis to convert pre-admits to admits. The customer acknowledged the guidance and worked with an active directory to correct the issue, which resolved the issue. The system functioned as intended after the technical support specialist investigated the issue.

Event description:
It was reported by the customer that when using the bd pyxis¿ es server, the patient was not showing as admitted. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.